Event description:
It was reported that during implant, high, out of range pacing lead impedance and high capture threshold were observed. After multiple unsuccessful attempts at repositioning, the lead was replaced. Patient was doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.